Event description:
It was reported that the patient's pulse generator was oversensing far field r wave resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.